Event description:
(B)(6). According to the information received, a catheter was inserted in the operating room on (B)(6), 2014 with no incident. During the night of (B)(6), the catheter was found split lengthwise. The catheter was withdrawn by the nurse and discarded. It took several attempts to reinsert a catheter that night. The patient had severe pain. On (B)(6) was patient needed surgical reintervention for clot removal. On (B)(6) there was persistent active bleeding and blood transfusion was needed.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.